Event description:
It was reported that the patient¿s implantable neurostimulator (ins) had stopped working about a year ago. It was stated that a device revision had been scheduled for (B)(6) 2014.

Event description:
Additional information received reported that the patient was doing fine and that she recovered from the explant without sequela. The replacement surgery was tentatively scheduled for (B)(6) 2014.

Event description:
Additional information received reported that the patient was scheduled for a replacement one day before the report but elected not to come to the hospital for the procedure. The reason for this was unknown.

Event description:
It was further reported that the patient did not have a managing doctor and they cancelled their last appointment without any reason.

Manufacturer narrative:
Concomitant products: product ID 3487a-56, lot # l57036, implanted: (B)(6) 1999, product type lead; product ID 7495-10, serial # (B)(4), implanted: (B)(6) 1995, product type extension. (B)(4).

Event description:
Additional information received reported that the patient had not been rescheduled for the new implant.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3487a-56, lot# l57036, implanted: (B)(6)1999, product type: lead. Product ID: 7495-10, serial# (B)(4). Implanted: (B)(6)1995, explanted: (B)(6) 2014, product type: extension. Product ID: 3487a-56, lot# l57036, implanted: (B)(6) 1999, explanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that there was a loss of stimulation/therapeutic effect and lead replacement was going to be performed. Impedance testing was performed but results were not provided with the report. It was stated that the lead was sheared in the pocket. The patient had exploratory surgery one day prior to the report, on (B)(6) 2014, to test non-functioning x-trel receiver. Upon opening the incision, the physician found the lead to be visibly sheared. The receiver and the extension were removed, the remaining portion of the lead was left in place until it would be replaced in the future. Patient symptoms associated with this event were less than (B)(6) therapy relief. It was also stated that the lead was fractured. The surgery would be rescheduled.